Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lead site discomfort due to lead migration. It was noted that the patient had pain at the ipg site. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had lead site discomfort due to lead migration. It was noted that the patient had pain at the ipg site. The patient will undergo an ipg and lead replacement procedure.